Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) failed to deflate during preparation. A new mynx from the same lot number was used with no issue. There was no reported patient injury. After sterile opening of a mynx, the trained user was checking the balloon before going into the body and the balloon failed to deflate. Negative pressure was used on the syringe but the balloon would not deflate. The stopcock was engaged and disengaged, still would not deflate. The mynx was stored and opened under sterile conditions. This device was never inserted into the sheath/patient. The balloon was prepped with 100% saline. The deployer was not pinching/pinning the balloon with the advancer tube. The balloon was not inverted. A 5f non-cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was used in an interventional procedure with a retrograde approach. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded; therefore, it will not be returned for evaluation. The reported event of ¿balloon-deflation difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the deflation issue reported. However, prepping/handling factors are possible. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ based on the information available for review, there is no indication that the reported issue could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) failed to deflate during preparation. A new mynx from the same lot number was used with no issue. There was no reported patient injury. After sterile opening of a mynx the trained user was checking the balloon before going into the body and the balloon failed to deflate, negative pressure was used on the syringe but the balloon would not deflate. The stopcock was engaged and disengaged still would not deflate. The mynx was stored and opened under sterile conditions this device was never inserted into sheath/patient. The balloon was prepped with 100% saline. The deployer was not pinching/pinning the balloon with the advancer tube. The balloon was not inverted. A 5f non-cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was used in an interventional procedure with a retrograde approach. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded; therefore, it will not be returned for evaluation.